Manufacturer narrative:
This report is filed on december 17, 2018.(B)(4).

Manufacturer narrative:
This report is submitted on november 20, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with IV antibiotics (specific date not reported) however the infection could not be resolved; subsequently the receiver-stimulator was explanted on (B)(6) 2018 and the electrode array remains in-situ. Re-implantation is planned but has not taken place as of the date of this report.